Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 43 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with a significant drop in hematocrit for a possible gastrointestinal bleed. Anticoagulants at the time of event were warfarin and lovonex. The patient was transfused with 2 units of packed red blood cells (prbcs). Esophagogastroduodenoscopy (egd) was clear. No additional information was provided.

Manufacturer narrative:
Describe event or problem: additional information. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's anticoagulants were stopped. Esophagogastroduodenoscopy (egd) and colonoscopy did not reveal a source of the bleeding. On (B)(6) 2018, the gastrointestinal bleed resolved. No additional information was provided.